Manufacturer narrative:
(B)(4). Date sent: 6/14/2017. Batch # p91h4h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during an unknown procedure, the deployed clip was unformed. Then, the following clip was not fed into the jaws and could not be deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p91h4h the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, one jaw was found broken at bifurcation and evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.